Event description:
It was reported that during a lap roux-en-y procedure, the device fired a scissored clip. The problem was resolved by using another clip. There was no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.